Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis which warranted antibiotic therapy (date of last ccpd treatment not provided). The etiology of the peritonitis is unknown; therefore, causality cannot be determined. There is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Furthermore, the patient continues to utilize the same liberty select cycler for ccpd therapy without any reported issues or allegations of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis (symptoms not provided). The pdrn stated the patient¿s pd effluent fluid cultures were positive for enterococcus faecalis. The patient was treated outpatient with vancomycin and ceftazidime (dosage, route, frequency and duration not provided) and is recovering from the event. The pdrn reported the cause of the peritonitis is unknown.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.